Event description:
It was reported that upon initial placement, the right ventricular (rv) lead exhibited good thresholds, sensing, and impedances. However, during the final checks, the lead exhibited poor sensing, a loss of capture, and low impedances. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner insulation was breached (pulled/stretched/overstress) and was distorted (kinked/buckled). The lead appeared to have been stretched and damaged at implant.

Event description:
It was reported that upon initial placement, the right ventricular (rv) lead exhibited good thresholds, sensing, and impedances. However, during the final checks, the lead exhibited poor sensing, a loss of capture, and low impedances. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.